Manufacturer narrative:
The hill-rom technician found the right siderail patient control board needed to be replaced. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance (pm) along with a quarterly battery check and testing for the joint commission (tjc). Pm and testing not only meet tjc requirements but will help ensure a long, operative life for the bed. Pm will minimize downtime due to excessive wear. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right siderail patient control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the hill-rom service technician stating the head section raised by itself. The bed was located in labor and delivery at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).